Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and an infusion site infection. The patient's blood glucose levels are unknown at time of admission. The patient was treated with antibiotics and also given a prescription for antibiotics. The patient reported having an occlusion with their pump and going to the ER. Once the pod was removed from the infusion site (arm), the site was found to be infected. Length of stay is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.